Event description:
It was reported that the pt experienced a lack of stimulation sensation since (B)(6) 2010. There was no known related incident or accident reported. The pt did sit-ups, but this was ruled out by the pt's physician as a possible cause of the lack of stimulation. No further details or pt outcome were provided. Additional info was requested, but not rec'd at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).